Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump had recently been exposed to sweat. Blood glucose level was 146 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces.no button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).